Event description:
The customer reported an issue with the touchscreen of their insulin pump, which was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer attempted a pump reset with instructions provided by technical support, but the screen remained unresponsive. As the pump was still under warranty, the customer was advised to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a pre-paid label. The customer acknowledged the instructions and will place the pump into storage mode as advised before returning it to the company.